Event description:
It was reported that the customer received a program safety alarm on the insulin pump. The customer stated he was in the hospital overnight but did not disclose why he was there. The customer's blood glucose was 90 mg/dl. The customer had not occurred while changing setting or priming. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.